Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the patient needed to see a manufacturer representative to evaluate his spinal cord stimulation device. The patient reported that he was not able to turn on or recharge his implant because the device had reached end of service a couple of weeks prior to the report, confirmed as 2018. It was confirmed that the patient programmer was displaying the end of service message. The patient has a history of lack of compliance and is very forgetful when it comes to the recharging protocol. The patient had told the manufacturer representative that he was trying to ¿deep charge¿ the implant, so he may have been trying to do a physician mode restart on his own. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight at the time of the event was reported.